Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;g3;h2;h3;h6. The following section was corrected: d1. H6: component code: mechanical (g04) head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. It was reported there was a fall; however, the reason for the fall is unknown. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. D10: cat# 010000936 lot# 7570757 g7 hi-wall e1 liner 36mm f length. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 months post implantation of a right total hip arthroplasty, the patient had a fall which resulted in a right sided dislocated hip. Subsequently, the patient was revised, and the head and liner were exchanged. No additional information available.